Event description:
A malfunction alarm identified as malf 4 was reported with no significant events occurring prior to the issue. Blood glucose level was not adversely impacted and remained below 500 mg/dl. As a corrective action, the customer planned to use multiple daily injections (mdi) as backup therapy while technical support arranged for a replacement pump to be sent. The customer was instructed to put the malfunctioning pump into storage mode and return it using a pre-paid label within 10 days.